Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an alarm for battery failure occurred. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The replacement of the battery aligns with the recommended repair of the reported malfunction per the service manual. The material has already been requested and ordered. The repair of the unit cannot be completed at this time due to the battery being on back order without estimated time of availability. When the part becomes available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be carried out.